Manufacturer narrative:
The returned lead was only available in fragments. Only the distal part of the lead was returned for analysis. The lead had been capped 58 cm proximal of the tip electrode. There were multiple signs of abrasion along the fragmens. Especially about 40 cm proximal of the tip electrode, the insulation was damaged due to fraying, and a conductor fracture of the rope conductor to the ring electrode could be seen. In addition, there was visible fraying of the insulation about 16 cm proximal of the tip electrode. The observed damage pattern leads to the assumption of friction at a neighboring partner lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The shock coil was deformed and partially pushed in distal direction. In the area 6 cm proximal of the tip electrode, the rope conductors to the ring electrode and to the shock coil were pulled out of the lumen in loops. In addition, a rope conductor that had exited the lumen could be detected 16 cm proximal of the tip electrode, as was mentioned in the complaint text. The characteristics of the damage pattern indicate tensile forces during the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead was explanted 142 months after the implantation due to right ventricular oversensing.